Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. The reported failure mode was not replicated. The left eye looked good without any power or black eye issues. This backplane had no trouble found. However, this problem reported during a procedure, therefore as a precaution the unit was scrapped. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during da vinci-assisted surgical procedure, the left eye of the surgeon side console (ssc) had no video. The intuitive surgical, inc.(isi) technical support engineer (tse) also attempted troubleshooting by recommending that the customer remove the instruments and power cycle the system, the customer power cycled the system, and the left eye returned. Shortly after restarting the system the left eye suddenly went black. The customer power cycled the system, and hard power cycled the system; however, the issue persisted. At that time, the surgeon had the choice of switching to another ssc; however, the surgeon decided to continue with one eye. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. Fse discovered that there was no power going to left hrsv. The fse replaced the surgeon backplane. The system was tested and verified as ready for use.